Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8225544; the lot number was built / packaged on nfa line 1 from 13aug18 thru 17aug18 for a quantity of 141,130 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use.